Event description:
Emergent pt had an occluded mid-"crx" (3.5mm). As the physician advanced the monorail balloon down the trackwire, the wire would prolapse and spring forward into left mento-anterior & crx. During one of the advancements, the physician felt the wire had dissected the ostium of the crx. The ostial dissection was treated with a stent. Pt is recovering.